Event description:
According to the information, there was a malfunction.

Manufacturer narrative:
Requests for the explanted prosthesis and for additional information surrounding this event have been made. However, to date, neither the device nor the information has been received. Without the benefit of analyzing the explant and without the requested information. Qa cannot comment on the condition of the device or the events surrounding this incident. If the explanted device or additional information is received, qa will re-evaluate this event in accordance with procedures.